Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant evo stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that on 4 year follow up, 9.7mm migration of the right iliac limb ((B)(6)) occurred. No action was taken to treat the migration and the event is unresolved. No additional clinical sequelae were reported and the patient will be monitored.